Event description:
Consumer reported wore ace heat therapy patch for 8 or 9 hours on his lower back and when patch was removed, he noticed blisters and area was burnt. Consumer was self-treated with neosporin.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.